Event description:
Pt removed sharps container from a locked sharps container holder then removed items (syringes and presumed empty vials of ativan) from the sharps container by turning it upside down. Plastic container is 45cm tall, 26.5cm wide, 14cm deep. Diameter of opening at top of container is 5.5 cm.